Event description:
It was reported by the customer that when using the bd pyxis¿ medflex 1000, the cubie did not open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie did not open. A technical support specialist remoted it into the station and had the user recreate the issue where the cubie was not opening. The tss then used the tester app to open the cubie lid, resolving the issue. The system functioned as intended after the technical support specialist verified the device.